Event description:
It was reported by the patient's father that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels read high (>22.2 mmol/l, >400 mg/dl) while wearing the pod which was leaking insulin. The patient began vomiting and kept vomiting whenever they attempted to eat. The father did not provide any specific treatment provided while at the hospital, but was advised to place a new pod when they return home. The patient was discharged after 2 days. The pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available omnipod software app version: data not available smartphone operating system: data not available smartphone hardware: data not available cgm sensor type: data not available . Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.